Manufacturer narrative:
G4: premarket / 510(k) #: k112697, k112701, k141521.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the peripheral artery. A 10.0 x40, 75cm charger was used for dilation. During the procedure, a successful angiography with a 6 french sheath, was performed and the lesion was crossed with a wire. Ivus was also successfully performed. However, there was a leak at the balloon package opening, preventing balloon dilation. The balloon ruptured on the first inflation. The procedure was completed with a different device. There were no patient complications as a result of this event.